Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit, was reported to have a hole at the base of the chamber. There was no patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(6). Corrections: section d1: brand name updated. Section d4: device details were not provided by the healthcare facility. Method: the subject mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare for evaluation in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber identified white residue on the outside and within the chamber. Further observation of the subject chamber confirmed the presence of a hole on the base of the chamber, with rough edges indicating that the base was subject to erosion. Material analysis of the residue identified the presence of sodium and chlorine. Conclusion: the reported hole in the base of the subject mr290v vented autofeed humidification chamber was confirmed, and was due to the presence of corrosive chemicals being introduced into the chamber and reacting with the aluminium base. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged - do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit, was reported to have a hole at the base of the chamber. There was no patient consequence.